Manufacturer narrative:
Device was not returned.

Event description:
It was reported that 4 xia 3 titanium polyaxial screws were loose and migrated post-operatively. Revision surgery has been performed and the screws explanted. This report represents the first of the 4 xia 3 titanium polyaxial screws.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Per the xia IFU: while the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. Loosening of spinal fixation implants can occur. Late loosening may result from trauma, infection, biological complications or mechanical problems, with the subsequent possibility of bone erosion, migration and/or pain. The screws were implanted for over four years. Lack of fusion, trauma and excessive post-op activity level beyond surgeon recommendation among other factors indicated in the IFU may have contributed to the migration. However, the exact cause of the reported event cannot be determined conclusively from the information provided and without device evaluation. Device was not returned.

Event description:
It was reported that 4 xia 3 titanium polyaxial screws were loose and migrated post-operatively. Revision surgery has been performed and the screws explanted. This report represents the first of the 4 xia 3 titanium polyaxial screws.